Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). All information associated with this event was submitted to the bloodline manufacturer. According to the manufacturer investigation, the blood tubing sets were returned for evaluation. Visual inspection on the returned sets confirmed that the arterial pod was broken where it connects to the pump segment. Manufacturing reviewed the samples, device history records and manufacturing process, with root cause unable to be determined. A review of the device history records for sl-2000m2095d from lot 10255021 was performed and indicated that there were no quality issues during the manufacturing process of this lot related to the reported issue. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4), event 2. The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by user facility: event 2 blood line had cracks and came apart above the arterial pod below the blood pump segment. There was no patient involvement.